Event description:
It was reported that while the user was putting on the ilet, the device came apart with internal components visible, consistent with a screen/display bezel separation and a device bonding failure involving the display component; the user was advised to transition to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem leading to a component-level failure consistent with loss of or failure to bond at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.